Event description:
Patient presented to the physician with pain at the ipg pocket and suspected the ipg was moving in the pocket. Physician brought the patient into the operating room and found that the sutures were intact. Physician re-sutured the ipg more securely and closed.